Event description:
During a procedure to excise the fat pad from the inner surface of the left lower eyelid, a spark from the cautery ignited the left upper eyelashes. Nasal o2 was in use under the opthaldrape during the procedure. Spoke with doctor, on 5/14/97. There were no adverse effects from the incident, and no further action or treatment was required.